Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's medtronic diabetes therapy consultant reported via email that the customer was hospitalized for high blood glucose. The patient's blood glucose at the time of hospitalization was not provided. However, the customer has night time lows that come on very quickly. In regards to the hospitalization it was stated that the customer's pump rejected the battery despite the fact that her battery life is typically three weeks. Correspondence with the 24-hour helpline was declined. No products were shipped or returned.